Event description:
(B)(4). Headaches, fluctuating weight gain, unbearable pain - abdominal, back, during sex; non stop bleeding, passing huge blood clots the size of my palm, teeth been hurting bad. He put me on birth control pills to stop bleeding and pain meds. Now I have to have a hysterectomy to get them out.